Event description:
It was reported that an alert was received due to high pacing impedance. The high impedance was reproducible with provocation testing. The physician opted to turn off the tachy detection.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.